Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received by baxter for evaluation. A 510k number cannot be provided in this report because the product code is unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of any samples being available for evaluation. A batch review was conducted and there were no issues noted during the manufacture of this lot. There were no deviations from standard procedures. The root cause was undetermined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A clinical coordinator reported a transfer set leakage to baxter (B)(4). There was no patient injury or medical intervention associated with the report. No further information is available.